Event description:
It was reported by the affiliate that after a gastric band procedure, there is a leak in the tubing of the gastric band, it is 5-6com away from the band. Band still in patient, will be removed and replaced. There is no impact to the patient. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4) = hole the straight band/balloon with 31 cm of catheter, the velocity port with the locking connector and 11cm of catheter were returned for analysis. Note: tubing strain relief (tsr) was not returned for evaluation. Upon microscopic evaluation, one hole was observed on the balloon. During the leak test of the device (band/balloon/catheter/ velocity port), only one leak was observed, this leak was localized where the hole was identified. No leak was observed on the catheter (tubing) as describe on the event description. A leak and blockage test was performed on the injection port with a successful result, no leak or blockage was found a device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release; therefore it is unlikely that a manufacturing issue contributed to the reported event. While it was not possible to draw a definitive conclusion regarding the origin of the hole, it might be tentatively concluded that the hole observed during the evaluation, might be the result at a improper placement of imbrication sutures. However this is only a possible scenario. A review of the product's instruction for use (IFU) was performed, and it is stated that care should be taken not puncture or damage the (B)(4) quick close (qc) when placing these sutures.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted.